Manufacturer narrative:
E1: affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, however to date no new information has been received. Based on the limited information provided there was no official cause of death provided or patient information provided. It is unclear if there were any patient comorbidities present. A detailed investigation or batch review cannot be conducted as no lot number was provided. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 8022978.

Event description:
It was reported while using the flexiseal signal that ¿in the past, we have had multiple sentinel events associated with your product, including several major bleeding incidents and one death.¿ details of these events were reported to be "historical, e.g. Years ago", and they were told to the researcher by "nurses who knew of the events but were not necessarily involved with these events." The researcher stated that, ¿these events were very rare compared to the amount of flexiseal signal we use in our 40 hospitals, and the nurses tell me the product is too valuable not to continue using. So, they want to develop a protocol to help with safe use." This event was reported as a result of the complainant presenting a proposal for research (iis study) "regarding the need to develop an expert consensus statement, to bring together clinical experts and members of convatec, to develop a universal protocol for the selection, assessment, implementation and monitoring of patients with using a flexiseal." Limited information was provided including no official cause of death as reported in one patient. This case is to address the death as reported, however it was not confirmed if the flexiseal signal caused or contributed to the death of the patient. There was no official cause of death provided or patient information provided. It is unclear if there were any patient comorbidities present. Follow up has been conducted to obtain additional information however to date no new information has been received.